Event description:
It was reported that the device displayed no sensor inserted during sensor session. The sensor was inserted into the arm, which is off-label usage of the device, on 07/16/2024. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).